Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on critical override, but the server shows none. A technical support specialist dialed into the device and found that the devices were in a critical override status. The technical support specialist ran a site down query and discovered that over 2500 messages were stuck in the "available for processing" field. The technical support specialist restarted the external messaging and inbound processor services, which allowed the messages to begin processing. The technical support specialist then called the customer with the update. The customer verified that everything was working fine on end. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ es server was not communicating, multiple medstations were in critical override, but the server did not show any disconnected devices. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.